Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels ranging from 400 mg/dl to over 500 mg/dl. Customer gave a correction bolus via the pump and manual injection to address to bg levels. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer reverted to an alternate method of insulin therapy.